Event description:
A philips employee became aware of a journal article (published online 28sep2023) ¿impact of scoring balloon angioplasty on lesion preparation for dcb treatment of coronary lesions¿. The study retrospectively aimed to evaluate the efficacy of scoring balloon angioplasty for drug-coated balloon (dcb) treatment in percutaneous coronary intervention. A total of 259 patients (278 lesions) with coronary artery disease were enrolled in the study between october 2018 and november 2020. The lesions were sequentially treated with spectranetics angiosculpt ptca scoring balloon catheter. Procedural complications included 3 target vessel revascularization events resulting from restenosis for the scoring balloon group and 6 events for severe dissection in the scoring balloon group. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 28sep2023 has been used, the date of publication. Shin, e.-s.; ann, s.h.; jang, m.h.; kim, b.; kim, t.-h.; sohn, c.-b.; choi, b.j. Impact of scoring balloon angioplasty in lesion preparation for dcb treatment of coronary lesions. J. Clin. Med. 2023, 12, 6254. Https://doi.org/10.3390/jcm12196254. This report captures the serious injuries that occurred after use of the angiosculpt ptca scoring balloon cather device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average age, 60.8 years for angiosculpt group. A3a) patient sex - 40 (71.4%) males, 16 females (28.6%) for angiosculpt group. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for an angiosculpt ptca device. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from south korea, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, re-stenosis and dissection are listed as possible complications with use of the angiosculpt rx ptca scoring balloon catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.